Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no reported adverse impact to the customer's blood glucose level. To resolve the issue, customer technical support guided the caller through a complete pump reset, after which the cgm error code did not reappear, and the caller successfully started their sensor session.